Event description:
It was reported that the programmer would not boot up. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that it does not boot up and its hard drive was therefore reconfigured and its software reloaded. It was further noted that the display dropped and the system fan was noisy and therefore the lower display hinges as well as the system fan were also replaced.